Event description:
It was reported that the customer's insulin pump alarmed during the manual prime process. The blood glucose was 7.5mmol/l. Advised the caller to revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had scratched screen, cracked display window corner, broken belt clip slot, and cracked reservoir tube lip.